Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a no delivery alarm during bolus event with a replacement catheter.

Manufacturer narrative:
The pump passed the seat, rewind, displacement and occlusion tests. No unexpected insulin flow blocked alarms noted. The pump had a scratched case, minor scratches on the display window, and a scratched keypad overlay. No excessive no delivery alarms noted.